Event description:
It was reported by repair work order that the side rail could not remain latched due to a broken spindle spacer. No patient was affected and no clinically relevant delay in treatment was reported.